Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no delivery alarm noted during testing. Device passed a21 error test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected restart alarm for two times and up button was harder to press. Customer¿s blood glucose was unknown. Customer stated that insulin pump was cracked by the reservoir area and had random no delivery alerts. Insulin pump will not be returned for analysis.